Event description:
The customer ran blood glucose tests on 2 contour next link meters and received readings of 409 and 193mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.